Event description:
Revision surgery after 2 years and 5 months due to infection. The surgeon revised the insert to a gmk-hinge.

Manufacturer narrative:
Batch review performed on 14 july 2026 02.09.0214h gmk-hinge tibial insert - size2 - 14 mm (k130299) lot. 2311560: (B)(4) items manufactured and released on 20 july 2023. Expiration date: 28 june 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.